Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 6mm x 32g pen needle (ultrafine micro) was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no. 320749, batch no. 0008850 consumer stated she had pen needles in current box that did not pass any medication through. Stated she couldn't use the pen needles to inject. Customer called to report her bd ultra fine needle 6mm box has had needles defected.(box contains 100) customer came across issue 01.07.2021.

Event description:
It was reported that the 6mm x 32g pen needle (ultrafine micro) was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no. 320749 batch no. 0008850. Consumer stated she had pen needles in current box that did not pass any medication through. Stated she couldn't use the pen needles to inject. Customer called to report her bd ultra fine needle 6mm box has had needles defected.(box contains 100). Customer came across issue 01.07.2021.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.